Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, upon attempting to advance a smart coil out of its introducer sheath and into another manufacturer's microcatheter, no force was applied; however, the physician experienced friction at the point of the microcatheter hub and was unable to advance the smart coil out of its sheath. Therefore, the smart coil was removed. After removing the smart coil from the patient and the microcatheter, the physician noticed that the coil had unintentionally detached within its introducer sheath. The procedure was then successfully completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 16.0 and 52.0 cm from the proximal end; the embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the returned device revealed that the pet lock on the proximal end of the pusher assembly was broken. A broken pet lock indicates that a pull force greater than the tensile strength of the pet lock was applied to the proximal end of the pull wire. If a pull force is applied to the pull wire in this manner, the pet lock will separate, and by design the embolization coil will detach from the pusher assembly. Further evaluation revealed that the pusher assembly was kinked. The smart coil introducer sheath was not returned to penumbra for evaluation and, therefore, the root cause of this complaint could not be determined. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.